Event description:
Customer called the rn directly. It was reported the device was used during a gynecological laparoscopy. It was reported the trocar was placed and would not advance. "Couldn't get it to go in any further." The blade did not expose. Opened another to complete the procedure. There was no consequence to the pt.